Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stopped feeling stimulation two days prior to the report. At that time patient had an appointment at the physician's office however was told that the nurse who was qualified to make the changes was not available. Moreover, caller stated that patient had stopped voiding the day of the report and wanted help to attempt to make changes. Currently patient was at 0.7 and increased to 2.7v however patient did not feel stimulation. Patient was to follow up with physician. No further complications were reported.